Event description:
It was reported that over-sensed noise was noted on the patient¿s right ventricular (rv) lead. No intervention was performed, and the patient will further be monitored. The patient¿s condition was stable.